Manufacturer narrative:
This report is being submitted as a cancellation report following conclusion of investigation on the (B)(6) 2021. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low. Device evaluation: complaint device was not returned therefore a document based review will be performed. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the possibility that the device was over torqued during procedure leading to the sheath becoming damaged and then becoming detached from the device. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the (B)(6) 2021. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle fell apart during the procedure. Sheath separated from the rest of the needle. No adverse effects to the patient have been reported as occurring.